Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047, h11c16098 and h11b21041 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call to baxter customer services, the patient's husband reported that the patient had been hospitalized due to peritonitis. Upon follow up with the pd nurse, further details were obtained. On (B)(6) 2011, the patient was diagnosed with peritonitis. From (B)(6) 2011 through (B)(6) 2011 the patient was hospitalized for the event. The patient was recovering. Treatment for the event was not reported. Dianeal therapy was not continued. Per the nurse, the event was not related to dianeal.